Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The possible trauma to the recipient's head might have weakened the fixation of the electrode which led to electrode mobility, which resulted in further electrode damage. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient hit her head in (B)(6) 2017 in the ci region, the recipient was still hearing according to the surgeon, although reportedly no in situ measurements were carried out. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient hit her head in (B)(6) 2017 in the ci region, the patient was still hearing according to the surgeon.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode caused by the reported accident appears likely, however to determine an exact root cause a device investigation would be necessary. The device has been explanted but has not been received yet.

Event description:
The recipient hit her head in (B)(6) 2017 in the ci region, the recipient was still hearing according to the surgeon. The recipient has been re-implanted but the device has not been received for investigation.